Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this right atrial lead had dislodged resulting in loss of capture. As a result, the lead was successfully repositioned. No adverse patient effects were noted.